Event description:
The customer contact reported "sparks" were noted from the power cord at the point where the cord enters the device. The respiratory therapist entered the pt's room and noted sparks coming from the ac power cord. The respiratory therapist unplugged the device from ac power and notified the nurse to remove the device from the pt's room. There were no reported adverse effects to the pt or staff member. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, it was noted that the cord showed signs of shorting inside the device casing. There was a hole in the power cable covering and a blackened area was noted inside the hole.

Manufacturer narrative:
The device was received. Investigation is not complete.